Manufacturer narrative:
(B)(4). Baxter medical assessment: an assessment cannot be completed until the following information is obtained: imaging from day 1 post operative to determine initial placement of bone graft substitute. The timeline for the images provided by the reporting surgeon. Description of signs and symptoms provided by the operating surgeon to explain why reoperation was warranted. The surgical finding at reoperation. The patient's current status. No additional information is currently available. Baxter is currently in the process of following up for additional details. A follow-up report will be submitted upon receipt and evaluation of the additional information.

Manufacturer narrative:
(B)(4). Multiple attempts have been made to contact the reporter for additional information. No response has been received. No additional information is currently available. If additional information is received, the information will be assessed accordingly. This case will be kept on record for trending purposes.

Event description:
The reporting surgeon expressed concern about migration of actifuse shape in posterior lateral fusions (plf). Patient initials: (B)(6). The reporting surgeon provided the following details on behalf of his colleague (who is the operating surgeon). The patient came in with weakness and imaging showed that bone graft material was in the canal. The material was surgically removed. The name of the operating surgeon is dr. (B)(6). No further contact information for dr. (B)(6) is currently available. Baxter is coordinating follow up for additional information with the reporting surgeon.